Event description:
It was reported that the lead had oversensing and a raised lead impedance. The lead integrity alert (lia) was triggered. The lead is still in use. No patient complications have been reported as a result of this event. It was later reported that the patient's lead was explanted and replaced to high thresholds and an apparant conductor fracture. The hospital retained the removed lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had oversensing and a raised lead impedance. The lead integrity alert (lia) was triggered. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.